Manufacturer narrative:
Continuation: product ID 8835 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID 8780 lot# serial# (B)(4) implanted: 2013-10-04 explanted: 2018-09-10 product type catheter product ID 8780 lot# serial# (B)(4) implanted: 2013 (B)(6)explanted: 2018 (B)(6) product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The pump was interrogated at a clinic visit on 2018 (B)(6). The pump logs provided indicated that a critical alarm regarding pump motor stall had occurred on 2019 (B)(6) at 06:52 followed by a critical alarm regarding stopped pump may exceed 48 hours on 2018 (B)(6) at 06:52. As per the logs, the pump was administering hydromorphone with concentration 20 mg/ml at a dose rate of 3.976 mg/day as of 2018 (B)(6). The cause of the motor stall was not determined. The pump was replaced as planned on 2018 (B)(6). It was unknown to the company representative if the motor stall and patent¿s pain / felt unwell was resolved. It was noted that the information was confirmed with the physician/account. Additional information was later received via an alternate company representative who was at the device replacement. It was noted that the physician had replaced the patient¿s catheter in addition to the pump. It was further noted that when checking on the catheter intraoperatively, the physician couldn¿t clear the catheter and it was not open to flow with cerebrospinal fluid. The pump and catheter were to be returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. Regarding if the physician having been unable to clear the catheter and it was not open to flow with csf determined, it was indicated that it had not been determined by the physician why the catheter did not have cerebrospinal fluid (csf). The patient was feeling better now that the revision has been done. The product was noted as having already been sent back for analysis.

Manufacturer narrative:
Fdc codes now apply to the 8637-20 pump. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump on 2018-nov-05 revealed leaking in the fluid path at the pump tube outlet fitting due to a damaged o-ring. Analysis of the pump also revealed a motor gear train anomaly regarding stall having occurred due to gear wheel number 3. Analysis noted corroded / missing teeth on gear wheel 3. Analysis of the catheter revealed damage to the transition tube of the catheter body. Update: the previously applied conclusion code has been replaced regarding the pump. The conclusion code pertains to the catheter. The results code applies to both the pump and catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a company representative regarding a patient who was receiving dilaudid with concentration 20 mg/ml at a dose rate of 3.460 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported a physician had alerted the company representative that a home healthcare provider paged him because the patient¿s personal therapy manager (ptm) had displayed a 8476 code regarding a motor stall. A nurse further reported that the patient tried receiving a patient activated bolus and had confirmed the 8476 code. It was unknown if there was an audible pump alarm. The nurse was unaware of magnetic resonance imaging that the patient may have had recently. The stall was not yet confirmed via the event logs yet. Environmental/external/patient factors that may have led or contributed to the issue were unknown. It was indicated that no diagnostic testing/troubleshooting was performed yet. The patient was ¿being managed or aleve for pain relief¿ and was coming to the clinic on (B)(6) 2018. The issue was not resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Surgical intervention was planned but had not been scheduled. No medical symptoms were reported. Other medications the patient was taking at the time of the event was unable to be obtained. The patient¿s medical history and weight was indicated as having been unknown and would not be made available. On (B)(6) 2018, a company representative further reported that they were with the patient and noted the 8476 code. The patient was feeling crappy and the patient was in po. They were planning on replacing the pump on (B)(6) 2018. The pump had been stalled for 52 hours. No further patient complications have been reported as a result of this event.